Event description:
It was reported that the infusion set was leaking. The patient could not identify where the leak was coming from. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.